Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the balloon is still well folded and shows no signs of inflation. The stent is not deformed or damaged and is still crimped on the balloon between the x-ray markers. The crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 %. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (99% stenosis degree) in a mildly tortuous part of the mid lad. After pre-dilatation, the orsiro mission was unable to pass before the target lesion. High pressure was then applied with a non-compliant balloon, but the device still failed to pass.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (99% stenosis degree) in a mildly tortuous part of the mid lad. After pre-dilatation, the orsiro mission was unable to pass before the target lesion. High pressure was then applied with a non-compliant balloon, but the device still failed to pass.